Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one touch ultra 2 meter was displaying an ¿error 1¿ message. Per the owner¿s booklet, an error 1 appears when there is an issue with the meter. The complaint was classified based on the customer service representative¿s (csr) documentation. The patient reported that the alleged issue started on (B)(6) 2014 at 6:00 pm. The patient manages his diabetes with oral medication (januvia, 100 mg; metformin, 850 mg), diet, and exercise and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. On (B)(6) 2014 at 4:30 am. The patient stated he developed symptoms of ¿sweating, strange feeling in his head, and didn¿t feel good.¿ immediately after, the patient¿s relative gave the patient a glass of cola as treatment. The patient confirmed that he began to feel better, 25 minutes afterwards. The patient also mentioned that at an unspecified time on (B)(6) 2014 he went to the hospital. The patient stated his blood glucose was tested with another device (unknown type); however, he does not recall the result(s) obtained at the time. It is not known if the patient developed any symptoms at the time. The patient stated his health care professional (hcp) gave him januvia (100 mg), metformin (850 mg), and another medication (unknown). At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (06/25/2014). The patient¿s meter has been returned on 6/11/2014 and evaluated by lifescan product analysis on 6/13/2014 with the following findings:the meter involved with this complaint failed testing. The meter was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the meter was found to have a defective capacitor c20. A DHR (device history record) was completed on 06/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.